Event description:
The pt was unable to hear anymore with their cochlear implant. A replacement speech processor enabled the pt to hear again but only for a couple of hours. Telemetry was carried out 5 days and showed 'poor coupling to the implant'.